Event description:
It was reported that the siderail would not latch lock in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A stryker representative visited the customer location and confirmed that there was no stretcher at the account that had the reported issue. The representative confirmed that all units at the customer location were working properly and that no further feedback was required.

Event description:
It was reported that the siderail would not latch lock in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.